Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of conformance and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is user error: malpositioning of the initial implant. Additionally, per the surgical technique manual, the surgeon is instructed as follows: "prior to closure, always obtain final fluoroscopic images in the lateral, inlet, and outlet views to confirm no cortical wall breach, foramen breach, or other malposition."

Event description:
The patient had right side si joint arthrodesis in (B)(6) 2020 where three implants were installed. The patient had a period of pain relief before complaining of a recurrence of pain symptoms. The surgeon determined that the inferior positioned implant was malpositioned and not fully across the si joint. In (B)(6) 2020, the surgeon performed a revision procedure where he removed the inferior positioned implant using chisels. He then installed a new implant of the same type and size deeper across the si joint. No other preexisting implants were adjusted or removed. The status of the patient following the revision procedure is not known.